Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had gone into backup mode as a result of excessive appropriate high voltage (hv) charging events. The device was explanted and replaced due to normal end of life (eol) at a later date. The patient was stable with no consequences.